Manufacturer narrative:
Received via medwatch report# mw5154902. The information was received through the FDA with no customer information provided. As such, no investigation can be completed, confirmation of the complaint is undeterminable, and a true root cause can not be established. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "during needle driver inspection to assess for instrument integrity prior to use, the needle driver tip was detected to be bent with a small portion of it that broke off. The needle driver was never utilized during the case and it along with the broke tip were subsequently sequestered."